Event description:
Related manufacturer reference number: 2017865-2021-02353. It was reported that the patient presented for extraction of the pulse generator and right ventricular lead due to pocket infection. The device and lead were explanted. The patient was in stable condition.